Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet would not hold a charge and the device remained nonfunctional until placed on the charger during the call, consistent with a charging problem involving the battery charger; a replacement charger was arranged. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Customer care provided support that included coordination of replacement logistics. Investigation of this case revealed a power source issue consistent with a charging malfunction traced to the battery charger component. It was concluded, based on previously established findings for similar reports, that the cause was component failure.